Event description:
"IV tubing - disconnection. Pt had been admitted to day surgery unit and was scheduled to have a gastroscopy for assessment of epigastric pain. Dsu nurse had started IV (lactated ringer's - no meds added) using IV set in question. During gastroscopy procedure room nurse observed that tubing had broken at upper y-site. Tubing immediately below the y-site had become disconnected from the y-site. The case was finished without further incident." During the procedure, the IV tubing separated from the leg of the proximal clave. The set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers. The possible lot numbers are 340234w and 350204w.